Event description:
On 26 april 2025, on january 09, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal. To further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user received a sensor replacement alert on (B)(6) 2025, day 133 after insertion.the RMA was authorized for the return of the sensor for further investigation. A review of the raw sensor data and in-house testing of the sensor showed optical instability. The sensor replacement alert was triggered following the blinding of glucose readings due to low confidence calibration. Microscopic examination of the returned sensor showed separation of material in specific areas near the optical electronic components. Possible damage to the optical filter was also observed. The user was offered a sensor replacement as a resolution. B4.date of this report 25 july 2025. G3.date received by the manufacturer? 25 july 2025. H3. Device evaluated by manufacturer ? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4307.